Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer¿s blood glucose level 7.7 mmol/l. The insulin pump will be returned for analysis.